Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance test was completed to assess lead electrical performance and insulation integrity. Measurements throughout the test was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no capture and pacing inhibition which resulted to asystole of less than two seconds. This lead was explanted and was successfully replaced thereafter. Additional information indicated that the cause of no capture was due to lead dislodgement and was confirmed through x-ray and during interrogation. No additional adverse patient effects were reported.